Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system when compared to the result generated with the cobas z 480 analyzer lightmix kit sars-cov-2 e+n ubc. To date, no indication of harm or injury to the patient is alleged. The customer reported that the initial test was performed using the cobas® liat® system and generated a sars-cov-2 positive result. A repeat testing of the sample was performed with the cobas z 480 analyzer lightmix kit sars-cov-2 e+n ubc and was negative. It is unknown which of the results was reported. Although requested, no raw data has been provided. Given the available information, a limited investigation was conducted to evaluate the customer allegation. No product problem was identified. The customer reported a late CT value indicative of a sample near or below the limit of detection. Although it is unconfirmed, the discrepancy could be due to a low viral load which may not generate consistent results upon repeat testing.

Manufacturer narrative:
Investigation did not identify a product problem related to the customer allegation. The customer¿s allegation is substantiated. (B)(4).